Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was 127 mg/dl. The customer stated that all setting were lost has taken out the battery. The customer was asked if he recalls any significant events leading to the alarm and said nothing. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.